Event description:
It was reported that the patient experienced infusion set fell off during second day of insertion event on (B)(6) 2026. The infusion set was in use for second day. The site of insertion was abdomen. The patient experienced skin irritation/ pain/ irritation.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.